Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance is affected after a trauma to the head. The user has cochlear anaplasia. Re-implantation is being considered.

Event description:
The user's hearing performance is affected after a trauma to the head. The user is suffering from cochlear anaplasia. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected after a trauma to the head. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance is affected after a trauma to the head. The user was reimplanted on (B)(6) 2025.